Event description:
It was reported that this right ventricular (rv) lead was exhibiting high thresholds. The field representative stated that the plan is to reposition rv lead during revision today. This lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the suspected cause of high pacing threshold lead perforation. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found cuts in the suture sleeve and twisting at approximately 65 millimeters (mm) from the terminal end. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation and high capture threshold. No lead issues were noted that would have made perforation more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high thresholds. The field representative stated that the plan is to reposition rv lead during revision today. This lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the suspected cause of high pacing threshold lead perforation. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high thresholds. The field representative stated that the plan is to reposition rv lead during revision today. This lead remains in service. No additional adverse patient effects were reported.